Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008, including records for aortic dissection, aortic arch aneurysm repair, replacement of ascending aorta and exploratory laparotomy (2006), were not provided. (B)(6) 2008: (B)(6) hospital. (B)(6), md/ (B)(6), md. History & physical. Anticipated admission: (B)(6) 2008. Chief complaint: large ventral hernia status post thoracoabdominal dissection repair. Has fully recovered. No longer has gastric tube. Has gained significant amount of weight since surgery. Off hemodialysis for 1 year. Presented requesting repair of large incisional abdominal hernia. States this is uncomfortable and when he lies flat he feels like he cannot breathe due to the hernia. Also complains of lower back pain. Past medical history: gi bleed, vre [vancomycin-resistant enterococci] in the blood. Abdominal exam: well-healed sternotomy incision. At very inferior aspect of incision he has a very tiny edge of granulation tissue that has been present since his surgery and has small amount of drainage. Has well-healed abdominal incision. Has very large incisional hernia that encompasses most of the surface area. Abdomen contains bowel contents, soft. Assessment & plan: interested in having hernia fixed. On physical exam his nutrition has improved to the point where we would consider him a surgical candidate at this time. Understands risk of bleeding, infection, mesh infection, need for possible further surgeries, risk of seroma formation. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative note. Pre/postop diagnosis: giant incisional hernia of the abdominal wall. Procedure: repair of incisional hernia with dualmesh. Component separation procedure. Indication: underwent emergent thoracoabdominal aortic dissection repair several months ago. Miraculously he survived that surgery and recovered, through his postop course was rocky and complicated by respiratory failure as well as renal failure. He was on dialysis for some time. He has since recovered fully from that operation and has been doing well. He presented to general surgery clinic for evaluation of a large incisional hernia involving most of his abdominal wall. His hernia was much too large to repair laparoscopically. We discussed the risks and benefits of incisional hernia repair with mesh in detail. His and his wife¿s questions were answered. They elected to proceed and he provided consent. Description of procedure: ¿the patient was brought to the operating room at methodist hospital and placed on the operating table in supine position. General anesthesia was induced without complication. Preoperative linezolid was administered as he has a history of vre. The abdomen was prepped and draped in the usual sterile fashion. At the very superior aspect of his old abdominal incision, he had an area of granulation tissue. This was present at the tip of his sternum. This was excised and more granulation was found, though no pus was found. Because this did not appear infected, just appeared to be a chronic granulation tract, we elected to proceed with his operation. A longitudinal incision was made down the midline of the abdomen. We were very careful to avoid damage to the bowel directly underneath his hernia. The abdominal cavity was entered. We located the edges of the fascia on both sides of his abdomen. His hernia defect was approximately 30 x 18 cm. Using kochers to retract the fascia edge medially and pickups with teeth to retract the skin superiorly, skin flaps were made from the midline back beyond to the mid axillary line on both sides. Our hope was to be able to close the fascia on top of the dualmesh. To accomplish this, we elected to proceed with component separation. The bovie was used to score the external oblique fascia just lateral of the rectus muscle on both sides from approximately 5 cm cephalad to the costal margin down to beyond the arcuate line. This was done on both sides. We then also excised the posterior recuts sheath along its entire length on both sides. This allowed for some distance of the fascia to be moved medially. We needed 2 pieces of dualmesh 20 x 30 cm in diameter to close this abdominal wall defect. These 2 pieces were sewn together using a #1 prolene. We then rounded off the edges by trimming the mesh and also had to cut the most inferior aspect of the mesh by trimming it approximately 5 cm. We positioned our mesh and we were satisfied with its size and coverage of the hernia defect. We placed the mesh in an underlay position beneath the fascia and sutured to the abdominal wall using interrupted #1 prolene sutures. Once all the sutures were placed these were pulled tightly and we were satisfied that there was not a great deal of tension on this repair. The prolene sutures were tied down in all directions. We also had realized at this time that even though we had performed component separation, our fascia was not going to close over this mesh. Four #19 jp drains were placed, 2 on each side, and these were placed under the skin flaps on top of the mesh. The hernia sac was closed over the mesh with interrupted #1 pds suture. This suture was run from the cephalad part of the incision down to the very inferior aspect of the incision. There appeared to be some extra skin after this last step and we excised some extra skin, incorporating his old scar. The skin edges were then brought together and stapled. Of note, the mesh was separated from the sternal wound by closing tissue between the 2 with the pds suture. The sternal wound was left open and a wet-to-dry dressing was placed in this wound. This completed our procedure. Our needle and sponge counts were correct. The abdomen was dried and dressings were placed in a routine fashion. The patient was awakened from anesthesia. He was transported on a t-tube to the recovery room.¿ (B)(6) 2008: (B)(6) hospital. Universal implant record. Description: patch sft tis 20 x 30 x 1. Lot #: 05452288. Manufacturer: gore. Expiration date: 2010-08. Size: 20 cm x 30 cm. Catalog #: 1dlmcp07. Implant site: abdomen. Quantity: 1. Description: patch sft tis 20 x 30 x 1. Lot #: 0542293. Manufacturer: gore. Expiration date: 2010-08. Size: 20 cm x 30 cm. Catalog #: 1dlmcp07. Implant site: abdomen. Quantity: 1. The records confirm two gore-tex® soft-tissue patches (1dlmcp07/05452288; 1dlmcp07/0542293) were implanted during the procedure. (B)(6) 2008: (B)(6) hospital. Specimens & culture. Surgical path ¿ chest wound. (B)(6) 2008: (B)(6) hospital - (B)(6). (B)(6), md. Pathology report. Accession #: s08-3830. Operative procedure: ventral hernia repair with mesh. Specimen received: chest wound. Final pathologic diagnosis: chest, wound, excision: dense fibrovascular adipose tissue. Foci of acute and chronic inflammation. Extensive ulceration. The examination of this case material and the preparation of this report were performed by the staff pathologist. Gross description: received in a single formalin filled container labeled with the patient¿s name, ¿(B)(6)¿ and ¿chest wound¿ and consists of four irregular white-tan tissue fragments ranging from 1.1 x 0.8 x 0.7 cm to 3.2 x 2 x 1.7 cm. One of the fragments is partially surfaced by white-tan, wrinkled, unoriented skin. Sectioning reveals a white-tan, firm and fibrous cut surface with no hemorrhage or necrosis. No skin lesions are grossly identified. Representative sections of the largest fragment are submitted in cassette 1 with representative sections of the remaining smaller fragments in cassette 2. Microscopic description: the final diagnosis of each specimen incorporates the microscopic examination findings. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Progress note. Respiratory failure requiring continued mechanical ventilation due to hypoxia after surgery. Patient remains intubated. Will turn off propofol and attempt extubation today. Pulmonary: clear to auscultation, diffusely decreased breath sounds. (B)(6) 2008: (B)(6) hospital. (B)(6), md/ (B)(6), md. Discharge summary. Discharge diagnoses: status post giant ventral hernia repair with dualmesh. Pneumonia. White male. Did well throughout lengthy surgery. Was extubated postoperatively, but was reintubated in recovery room secondary to respiratory distress. This was felt to be secondary to airway obstruction and possible over-sedation, and not being awake yet enough from anesthetic. Extubated on postoperative day #1. Pain not well controlled with standard pca dosing, and he had very low lung volumes. Tried continuous infusion with patient controlled analgesia and this made him sleepier which only further decreased respiratory efforts. With respiratory therapy, ezpap and albuterol nebulizer treatments every 4 hours he was eventually able to be weaned to nasal cannula and went to the floor. He spent another week on regular floor recovering. Slowly made progress. Began to have productive sputum which grew out gram negative rods never officially identified on culture. Was started on antibiotics, white count normalized and he was able to be weaned to room air. Abdomen: had 4 jackson-pratt drains postoperatively with serosanguineous drainage. Skin flaps began to look erythematous with some purplish blistering along the incision. Was continued on linezolid given his history of vancomycin-resistant enterococcus. Erythema did decrease, but did not completely resolve by day of discharge. Staples left in place. Jackson-pratt drains discontinued day prior to discharge when output was low. It was felt this might also be contributing to skin erythema. Vac placed over chest wound which was pink and granulating with no exposed mesh throughout entire hospitalization. Day of discharge he was eating, more interactive and ambulating to bathroom on his own. Incision was intact with some erythema at inferior aspect and some purplish sloughing and blistering epidermis at the incision. Staples were in place. No pus from incision. Slight drainage from jackson-pratt drain sites. Was afebrile & oxygenating well on room air. Discharge instructions: may not lift anything greater than 10 lbs. X 6 weeks. Medications: linezolid, moxifloxacin, colace, prilosec. (B)(6) 2008: (B)(6) hospital. (B)(6), md/ (B)(6), md. History & physical. Anticipated admit: (B)(6) 2008. Patient returned to clinic today complaining of increasing drainage out of his wound. Has had staples in since surgery and some improvement of drainage, but in past week has had increasing drainage-cloudy yellow fluid. Denies any drainage or succus, fevers, chills, nausea, vomiting, diarrhea, or constipation. Otherwise been doing well. Abdominal exam: obese. Small 1.5 cm open wound in subxiphoid area granulating well. Midline incision significant amount of necrotic tissue. This was debrided in the office which revealed purulent fluid as well as exposed mesh. All the tissue overlying the mesh was necrotic and had to be debrided revealing a defect in the midline wound. Remainder of staples were retained. Assessment: status post giant hernia repair with infected mesh. Plan: will plan on surgery (B)(6) 2008 for debridement of abdominal wall and placement of vac if mesh appears to be intact without evidence of significant infection. However, if mesh appears to be compromised, will plan on replacing with either vicryl of biologic mesh such as alloderm or permacol. Until then continue wet-to-dry dressings to his wound. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative note. Pre/postop diagnoses: status post large ventral hernia repair with duomesh [sic]. Infected and exposed abdominal wall mesh. Procedures performed: debridement of abdominal wall. Removal of duomesh. Ventral hernia repair with alloderm and vacuum-assisted closure wound placement. Specimens: abdominal tissue culture. Indication: large incisional hernia that was repaired over a month ago with duomesh. Abdominal wall became erythematous and necrotic along the lower aspect of his midline incision. When the staples were removed in the clinic, he had exposure of the duomesh beneath. Over the past week the drainage had become more purulent and had a very strong odor to it. This wound was being managed with dressings, but this was felt to be inadequate. He was felt to require debridement of the abdominal wall with duomesh removal and placement of alloderm to reconstruct his abdominal wall. The risks and benefits of the procedure were explained to him and he elected to proceed and provided consent. Description of procedure: ¿the patient as brought to the operating room at (B)(6) hospital and placed on the operating table in the supine position. General anesthesia was induced without complication. A time-out was performed to confirm the correct patient and the correct procedure. Preoperative antibiotics were administered. The remaining staples of his midline incision were removed. The vac on his abdomen was removed, as well at the large dressing. There was an immediate, pungent, foul odor from the wound. The pus was wiped away. The abdomen was prepped and draped in the usual sterile fashion. We began by excising the old incision down the midline. Tissue was sent for culture and sensitivities. The abdominal wall flaps were elevated and the plane between the duomesh and the abdominal wall was dissected bluntly until the prolene sutures at the edges of the duomesh were identified. These were divided. The bowel beneath the mesh was actually protected by a layer of granulation tissue and individual loops of bowel were unable to be identified. There was just a large adherent mass of abdominal contents with granulation tissue. There was a small amount of pus that was encountered in the right upper quadrant within the rectus muscle. This was encountered after taking down the mesh in that area. A prolene suture in this area was found and removed. This small cavity was within the rectus muscle and the right upper quadrant was irrigated profusely and suctioned until no more pus could be extruded. This cavity was felt to track to approximately over the first costal margin rib. It was felt to be drained adequately. The old mesh was passed off the field. We copiously irrigated the abdomen. Alloderm was requested. The largest piece was approximately 20 x 16 cm. Our abdominal defect was measured and was found to be approximately 20 x 30 cm. Additional pieces of alloderm were passed onto the field. They were soaked in saline prior to being used. We used #1 pds suture to place interrupted ties on the alloderm. We ended up using a 16 x 20 cm piece of alloderm and sutured this to a 16 x 12 cm piece of alloderm to cover the majority of the hernia defect. We used a small 6 x 12 cm piece of alloderm to reconstruct the most cephalad apex of the wound. The alloderm was sutured to the cephalad apex of the wound in a running fashion since this was right against the sternum and costal margins and there was no way to do full-thickness bites of the abdominal wall in this area. The remainder of the mesh was put into place using a technique of 15 blade skin incision, followed by a suture passer, grasping the tags on the mesh and pulling them through the abdominal wall. All the sutures were brought through in interrupted fashion and separated by hemostats. Once the entire mesh was in place, the most superior piece of alloderm and the larger piece of alloderm that were constructed were sutured together. All the remaining peripheral pds were tied down and cut such that the tags and the knots fell beneath the skin edge. This completed our alloderm placement. We then passed large and small vac wound systems onto the field. Both were used to cover the abdominal wall defect. The small skin incision holes were closed with dermabond. Mastisol was placed over the skin to aid with adherence of the vac system. The clear plastic was placed over the vac. The suction tubing was connected to the vac wound dressing. Suction was applied and this adequately decompressed the sponge and the wound. There [remainder of note not provided]. (B)(6) 2008: (B)(6) hospital. Specimens & cultures. Specimen collected: yes. Disposition: microbiology. General comments: a) abdominal wound culture. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2008 procedure was not provided.] There is no information detailing the etiology of the infection. (B)(6) 2008: (B)(6) hospital. [Provider ni]. Microbiology. Procedure: anaerobe culture & stain. Source: wound. Body site: abdominal. Accession: 08-084-04522. Final report: corynebacterium species isolated from broth only. No anaerobic growth at 7 days. Stains: 4(+) (many) gram positive cocci. 2(+) (moderate) gram positive rods. Accession: 08-084-04521. Final report: 4(+) many staphylococcus aureus (mrsa). Stains: 4(+) (many) gram positive cocci. 1(+) (few) gram positive rods. Accession: 08-084-04523. Final report: no acid fast bacteria isolated at 6 weeks. Stains: no acid fast bacilli seen in concentrated smear. (B)(6) 2008: (B)(6) hospital. (B)(6), md/ (B)(6), md. Discharge summary. Hospital course: tolerated surgery well. No postoperative complications. By postoperative day #2, tolerating full liquid diet and voiding on his own. First vac wound dressing change took place on postoperative day #2. Mesh was intact and edges of wound appeared healthy. Wound cultures grew out methicillin resistant staphylococcus aureus and yeast later identified as candida albicans. Sensitivities for yeast were not available at time of discharge. Transitioned to oral antibiotics and fluconazole was added to regimen. Discharge diagnoses: status post giant ventral hernia repair with dualmesh that became infected postoperatively. Removal of a dualmesh with abdominal wall debridement and placement of alloderm and vac wound dressing. Additional discharge medications: linezolid, cipro, flagyl. Will have skilled nursing and vac wound changes every monday, wednesday and friday. Home nursing team to use layer of adaptic or similar material in between the vac sponge and the alloderm for added protection. Discharge instructions: he is to wear abdominal binder at all times. Should lie down for vac changes to prevent pressure on his hernia without the binder in place. 3) he is asked not to lift greater than 10 pounds until wound has completely healed. (B)(6) 2008: (B)(6) hospital. (B)(6), md. History & physical. Chief complaint: generalized weakness. Patient was directly admitted for worsening renal function/acute renal failure. Denies any tobacco or alcohol use. Used to be construction worker. Abdominal exam: distended with large wound and wound vac dressing placed. Mildly tender on palpation. Bowel sounds decreased. Labs: hemoglobin 7.4, hematocrit 22, platelets 427, bun 91, creatinine 7.0. Assessment and plan: generalized weakness, lethargic. Etiology most likely multifactorial, possible from uremic, anemia, or underlying infection. Will admit, obtain blood and urine culture, and empirically treat with vancomycin and meropenem. Acute renal failure. Creatine was 2.1 four weeks ago. Will need permanent catheter for hemodialysis. Anemia, possible due to chronic disease, iron deficiency with his gastrointestinal loss. Will transfuse with 3 units of red blood cells with hemodialysis tomorrow. Large abdominal wound status post large hernia repair, abdominal wound infection, and abdominal abscess with methicillin-resistant staphylococcus aureus. The dualmesh was removed 4 weeks ago. Patient was placed on vac wound dressing. Will consult wound team. (B)(6) 2008: (B)(6). [Provider ni]. Microbiology. Procedure: urine culture. Accession #: 08-114-05453. Final report: no growth. Procedure: blood culture. Accession #: 08-113-09179. Final report: no growth. Accession #: 08-113-09180. Final report: no growth. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Office note. Cardiology. Slowly getting strength back. Continues on home antibiotics. Still has wound vac and needs some further plastic surgery. (B)(6) 2008: (B)(6). [Provider ni]. Progress note. Rehabilitative services. Wound vac had been left on until (B)(6) 2008. Patient developed rash around open wound. Wound vac placed back on today. When patient felt as if skin was burning until drap [sic] on and felt as if stomach was going to pull open. So he took wound vac and drap [sic] off and went to see dr. (B)(6), who sent patient to see us for montgomery straps. (B)(6) 2008: (B)(6). Matt [illegible], ppt. Progress note. Rehabilitative services. Diagnosis: midline abdominal wound. Onset: (B)(6). 90% red, 10% yellow. Size: 20 x 6.7 x .5 cm. Full-thickness skin. Periwound: erythema, fungal appearance. No odor. Drainage: minimal, serous. Assessment: well-granulating abdominal wound, healing well per patient provided photos. Not tolerating vac, changing to montgomery straps. Interventions: non-selective debridement. [Illegible] with sterile water, abdominal pad secured with montgomery straps. Nystatin to periwound. Proposed treatment: pulsed lavage/whirlpool, selective debridement, negative pressure wound therapy, low frequency ultrasound (mist). Topical therapy (may include) nystatin, accuzyme, silvers. (B)(6) 2008: (B)(6). Physical therapist. Office note. Wound progress note. States wife changes dressings every 2 days or so and uses cotton swab to remove yellow slough. Gets some bleeding. Abdominal wound with increased slough compared to previous photo and wound size appears relatively the same. Wound bed with irregular surface and minimal granulation tissue, although fairly clean wound with about 30% [illegible]. Erythema: positive mild irritation. Scalpel-slough. Periwound: miconazole 2% dusted to area, skin prep. Trial acticoat/water with fluffed gauze, abdominal pad, montgomery straps. Assessment: wound relatively unchanged from previous with increased slough. (B)(6) 2008: (B)(6). Physical therapist. Office note. Wound progress note. States dressing changes going fine. No complaints. Abdominal wound cleaner. Decreased overall drainage per patient report. Clearer drainage. Marginal granulation tissue & [illegible] base. No odor, erythema or purulence. Silver nitrate to wound bed for stimulation. Sharp scalpel slough, [illegible] debris. Acticoat/ water, fluffed gauze, abdominal pad, montgomery straps to secure. New [illegible] tape. (B)(6) 2008: (B)(6). Physical therapist. Office note. Wound progress note. No show. (B)(6) 2008: (B)(6). Physical therapist. Office note. Wound progress note. Cancelled. Working today. Rescheduled. (B)(6) 2008: (B)(6). Physical therapist. Office note. Wound progress note. Would rather use tape instead of montgomery straps. Abdominal wound: 17 x 5 x 6 cm with greater than 90% red granulation tissue. Positive [illegible] noted. No odor, erythema or purulence. Debridement with normal saline/ gauze greater than or equal to 20 cm2. Sharp scalpel surface debris. Periwound: skin prep. Assessment: wound cleaner. Slight increase epithelial. (B)(6) 2008: (B)(6). Physical therapist. Office note. Wound progress note. Cancelled, rescheduled for next week. (B)(6) 2008: (B)(6). Physical therapist. Office note. Wound progress note. No show. (B)(6) 2008: (B)(6). Physical therapist. Office note. Wound discharge note. Patient visits: 4. From: (B)(6) 2008 to (B)(6) 2008. Subjective: patient no-showed last visit. Treatment to date: selective/ non-selective debridement; patient education/home instruction; topical therapy: anti-microbial silver collagen. Assessment: abdominal wound 17.5 x 6 cm with greater than 90% red granular [illegible] (+) re-epith. Noted. Patient/ wife independent with home dressing changes. Goals: wound bed 100% free of debris: goal not met. Wound bed greater than 90% closed: goal not met. Reason for discharge from therapy: patient stopped attending therapy. Discharge recommendations: follow-up with physician as needed. (B)(6) 2011: (B)(6) hospital. (B)(6), md. Office note. Cardiology. Diagnosis: residual thoracoabdominal dissection after repair of type 1 aortic dissection in 2006. Had an open abdomen for bowel ischemia. Abdominal incision currently healing very slowly. Denies any chest, back or abdominal pain in the interim. Currently, abdominal incision has granulated almost closed; however, it has been 2 years since his last operation and he still has dressing changes to perform on his abdominal wall. Does have some abdominal pain related to his chronic abdominal wall hernia. Admits to some gastroesophageal reflux. Denies any changes in bowel habits. No longer has jaundice or history of peptic ulceration. Weight 138 lb. Abdominal exam: granulating abdominal wound, no sign of infection. Impression: very minimal aneurysmal enlargement of proximal descending thoracic aorta over the past year. Plan: cautioned him on not lifting any heavy objects as well as trying to avoid as much as possible stressful situations. (B)(6) 2011: (B)(6) hospital. Intraoperative record. General comments: the patient had an approximate six inch wound down the middle of his abdomen. The wound was pink and red. There was serous drainage. Wound was dressed with telfa and covered with a tegaderm. (B)(6) 2011: (B)(6) hospital. Nurse notes. Consulted to see patient regarding chronic abdominal wound. Presents with 8 x 2.5 cm resolving abdominal wound. Wound is skin level, surrounded by scar tissue. Wound is moist, 40% adherent yellow, 60% pink, no odor. No other wound issues. Patient taking care of wound himself and wishes triple antibiotic, telfa and paper tape. Very definite with this request. Goal is moist wound healing, no infection noted so above would be appropriate means of resolution. Ordered, per patient request, triple antibiotic, telfa and paper tape dressing changes daily. Will follow weekly while inpatient. (B)(6) 2011: (B)(6) hospital. (B)(6), md. Discharge summary. Admission diagnoses: transverse arch and descending thoracic aneurysm. Postoperative diagnoses: same and status post replacement of transverse arch and proximal one-half of descending aorta with coronary artery bypass x2 on (B)(6) 2011. Reason for admission: type 1 aortic dissection in (B)(6) requiring emergent replacement of ascending aorta with coronary artery bypass x1 to the right coronary artery. Postoperative course was complicated by malperfusion of kidneys and visceral segment of aorta. Within 24 hours of operation, underwent emergent fenestration of dissection with placement of stent across fenestration in vicinity of abdominal visceral branches. He went into acute renal failure and was initiated on hemodialysis. Had bowel ischemia requiring resection and had an open abdomen. Had recovered from his prolonged hospitalization, which lasted approximately four months. In interval 4 years, creatinine recovered to a level of approximately 2.2, and he was no longer requiring hemodialysis. Liver function returned to normal. Was seen and evaluated by dr. (B)(6) and dr. (B)(6) for chest discomfort, and was found to have significant two-vessel coronary artery disease involving the proximal circumflex and left anterior descending coronary arteries. Because he also had an arch and descending thoracic aneurysm from his chronic dissection, and his coronary artery disease, it was felt that these should be repaired at the same time. All of this was to be accomplished through an extended left thoracotomy. Hospital course: patient did well postoperatively. Discharged to home on (B)(6) 2011 in stable condition. Activity: he was given activity restrictions per protocol. (B)(6) 2011: (B)(6) hospital. (B)(6), md. Office note. Cardiology. Has had some mild discomfort of the extended left thoracotomy incision. States incisions have healed well and he has been having more energy over past couple of weeks. Has been walking more and more and feeling well with aerobic activity. Abdominal exam: soft, nontender. Extended left thoracotomy incision well-healed. (B)(6) 2012: (B)(6). (B)(6), md. Emergency record. Abdominal exam: healing midline scar. (B)(6) 2013: (B)(6) hospital. (B)(6), np. Office note. Cardiology. Abdominal exam: incisional wound with dressing over the wound. Bowel sounds present in all 4 quadrants. Did not palpate abdomen for pulsation or bruit secondary to incisional wound. With regard to abdominal incisional wound, patient states he has seen the wound team in the past and has been instructed on how to complete dressing changes. He states wound is closing and he has minimal drainage. He will continue to follow up with the wound team with regard to any issues with this abdominal incisional wound. (B)(6) 2013: (B)(6) hospital. (B)(6), md. Radiology-CT chest/abdomen/pelvis without contrast. Abdomen & pelvis: bowel loops normal in caliber. Bowel adhesions along anterior abdominal wall. No bowel obstruction. Normal appendix. Diastasis of rectus abdominis and thinning of anterior abdominal wall with broad-based ventral bulge, hernia. Records after (B)(6) 2013 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6)2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, debridement, removal of mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: code 4316 (appropriate term/code not available) is being used for: duplicate complaint. See MFR report#: 2017233-2019-00310.